Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling."

Event description:
During a procedure, the washer on the femoral impactor fractured. It is unknown if any pieces were retained by the patient.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection determined that the washer is missing from the impactor therefore, it cannot be verified that washer fractured since it cannot be examined. There was evidence of wear and tear on the pads, hooks, and impacting head. The DHR was reviewed and no discrepancies were found and device analysis indicated that the device met specification. Review of the complaint history determined that no further action is required as no were trends identified. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Actual device evaluated, manufacturing review, visual inspection, labeling evaluation, photographic inspection. Incomplete device returned, no failure detected. Cannot complete investigation incomplete device returned, no failure detected device operated within specification.